Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable right ventricular (rv) lead exhibited suspected loss of capture with pacing inhibition of less than two seconds. The lead appeared to have dislodged via x-ray. The clinical observations were documented, and requests were made to obtain the model and serial number of the lead in question. No adverse patient effects were reported. Additional information was received. The model and serial numbers were provided, and it was reported that the lead was successfully repositioned. The patient was discharged from the hospital one week after the dislodgement was identified. No additional adverse patient effects were reported outside of the surgery to reposition the lead. The lead remains implanted and in service.